Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were sticking, intermittently unresponsive and required multiple presses to elicit a response. The patient indicated that the keypad was lifting up on the inside edge near the arrow buttons and the button symbols were partially worn off. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.